Event description:
The customer reported that the unit is failing est and the screen went red and the unit started a count down and shut off. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician could not duplicate customer's complaint, unit passed est successfully. The manufacturers service technician found that the backup battery was not fully charged. The battery was charged overnight. The backup battery was tested and unit failed. Backup battery failed to fully charge. The manufacturer's service technician replaced backup battery assembly. Performed est, electrical safety test, backup battery test and unit passed successfully.